Event description:
It was reported that a malfunction alarm occurred. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) was 535 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.